Manufacturer narrative:
This is one of three related reports. This report represents the automated impella controller and other reports were submitted for the introducer and the impella 5.5. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: a 59-year-old male with cardiomyopathy, presenting in scai shock stage d, underwent impella support initiated with a cp pump via right femoral percutaneous arterial access. The cp pump was explanted, and support was escalated to an impella 5.5 via right axillary/subclavian surgical access. At the start of the case, immediately following controller boot-up, a red alarm indicating controller failure was observed, accompanied by a pump stop. The pump could not be restarted despite troubleshooting, including attempted reconnection, and a defective alarm was reported. The automated impella controller (aic) subsystem was identified as the system experiencing the issue. As a result, the pump was replaced. Replacement of the aic resolved the issue, and support was successfully resumed. The affected device was removed due to the failure mode. A subsequent pump (pump 3) was used without reported complaint. The patient remained supported and survived to explant.

Manufacturer narrative:
The indication of use was reported as cardiomyopathy. The correct indication for use is acute myocardial infarction cardiogenic shock.